Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch sf catheter and an occlusion / no irrigation (device used on the patient) issue observed. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2026. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed and the device failed the test due to being occluded with dry reddish material inside the handle area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch sf catheter and an occlusion / no irrigation (device used on the patient) issue observed. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 26-nov-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. No error. Found that the water could not flow out. Steps taken to resolve the irrigation issue was to reinsert the pump tube and tubing, but still unable to perfuse, and the surgeon's use of a syringe to suction and inject saline solution was also ineffective. The correct catheter settings were selected on the generator. No issues with the flow rate change at the start of the ablation. The occlusion/ no irrigation issue was originally considered non-reportable, however, bwi became aware on 26-nov-2025 that this issue was not noted before the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 26-nov-2025.